Event description:
It was reported that an external fluid leak was observed from the return screwed connector of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were received for evaluation. Visual inspection of the photos showed that the set return line was perforated near the screwed connector, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.